Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an upgrade procedure. During the procedure, it was noted that the right ventricular lead to be implanted was bent. It was noted that the stylet was pulled back and could not be advanced. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of bent lead was confirmed but the reported event of stylet could not be fully inserted was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event of bent lead was isolated to the bent inner coil consistent with procedural damage.